Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty and stent dislodgement occurred. The lesion being treated was located in the mid to proximal left anterior descending (lad). The lesion was 90% stenosed, >30 mm in length, severely calcified, and the vessel was moderately tortuous. The physician predilated the lesion with a 2.75 x 15 mm non-bsc balloon, and then confirmed with intravascular ultrasound. The physician then attempted to deliver the 3.00 x 32 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician attempted to withdraw the taxus stent in order to change the guide catheter, and during withdrawal resistance was felt. After withdrawal, it was noted the stent had dislodged and was on the guide wire. The dislodged stent was removed successfully with a snare and it was withdrawn as one unit with the guide catheter and sheath. The physician felt that the stent was caught on the guide catheter tip, and the resistance was felt when it was withdrawn and the stent delivery system shaft was stretched. The physician successfully completed the procedure with a 3.00 x 16 mm and 3.00 x 20 mm taxus express2 drug eluting stent. No pt complications were reported and the pt condition is listed as good.

Manufacturer narrative:
.